Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in patient.

Manufacturer narrative:
The device remains implanted in the patient and is therefore, not available for analysis. Medical records and imaging were provided and reviewed by an internal clinical representative with the following impression: there might have been product use that was incongruent with the IFU and might have contributed to the event: index procedure indication was treatment of an acute distal embolic condition, not aneurysm mitigation; and presence of a mural thrombus. The patient discontinued their anticoagulation therapy without the knowledge of their physician, six weeks prior to this event, which might have contributed to the reported event. The partial occlusion of the main body and a high grade occlusion of the right iliac portion of the stent were substantiated. The complication of an iliac, femoral and popliteal occlusion and the secondary procedure of an embolectomy were substantiated. There might have been stent collapse, but without the index angiogram, this finding was found to be inconclusive. A manufacturing record review was performed, the lot met all release criteria with no related issues or deviations that would explain the reported event. The lot usage history showed no units have been involved in any similar event. There was no manufacturing issue identified in the analysis. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling.

Event description:
It was reported that approximately 5 months post-implant of a bifurcated device and a suprarenal aortic extension, the main body limb occluded. The physician performed a thrombectomy of the device limb and relined it implanting a limb extension. Final angiogram showed good result and good perfusion. The patient was reported to be doing well. Additional note: the patient was not in anticoagulant therapy after the initial procedure.